Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The anvil was not returned to the MFR for evaluation preventing co from reliably determining the exact cause for the difficulty reported.

Event description:
During a lung resection procedure, the anvil disengaged. The hosp reported that no pt injury had occurred.